Manufacturer narrative:
A visual examination confirmed the reported event. Both screws have fractured off along the shaft. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage on both screws are loss of mechanical integrity leading to implant fracture. Failure may also be due to excessive loading on the screw.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see MDR numbers: 0002242816-2013-00043, 0002242816-2013-00044. Per the instructions for use, "possible adverse effects" include bending, fracture, loosening or migration of the implant pain, discomfort, or abnormal sensations due to presence of the implant.

Event description:
It was reported that the screw fractured after 5 years post-op. Screws were removed in revision surgery. Patient outcome: no adverse effect reported as a result of this event.